Event description:
It was reported that the user experienced hyperglycemia after the insulin cartridge became dislodged from the ilet, causing the pump to display available insulin while delivery did not occur; troubleshooting identified the cartridge had been pushed out and the connector was not secured, after which the cartridge was rewound, reinserted, tubing filled, and delivery resumed, and the connector lot was documented. Symptoms included elevated blood glucose up to 400 mg/dl without additional reported symptoms. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included user education on proper cartridge and connector attachment and verification of connector lot information. Investigation of this case revealed an insulin delivery interruption due to an improperly secured cartridge and connector interface, consistent with a use-related attachment issue affecting the cartridge component. It was concluded, based on previously established findings for similar reports, that the cause was user interaction related to device setup and attachment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.